Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 30% to 10% rapidly. The customer's blood glucose level was 146 (mg/dl). Review of the customer's most recent charge via pump history during troubleshooting with tandem technical support was unable to confirm the reported issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.